Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This patient experienced muscle stimulation in the pocket area and the left arm, possibly due to dislodgement. The patient will continue to be monitored. A revision for dislodgement may be scheduled in the future. Should additional information become available this file will be updated.